Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system: within 10 minutes: 353 mg/dl, 136 mg/dl, 140 mg/dl, and 145 mg/dl. Within 10 minutes: 240 mg/dl and 85 mg/dl. Within 10 minutes: 160 and 335 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.